Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# unknown, implanted: (B)(6) 2017, product type: lead. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced loss of therapy efficiency. There were difficulties covering the patient¿s pain area 100% with paresthesia, but the patient was happy. At least 2 attempts were made to reprogram the device. The patient also had difficulties with MRI scan access even though the patient¿s device allows them to have an MRI under certain conditions. The ins was explanted but the lead remained implanted in the spinal canal, epidural space. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.